Event description:
During a thoracoscopic bullectomy procedure, the jaws jammed. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.